Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and an air bubble was observed in the cartridge pigtail. Customer changed the infusion set and cartridge to resolve the occlusion and air bubble. Customer's blood glucose was 300 mg/dl.